Event description:
Customer states the u bolt is wearing where the hanger bar hook holds onto. Customer states the u bolt is welded on. Customer states the lift is 30 years old. Pump model is 9099. Other information on lift is 60106x63. Comparable to 9805.